Manufacturer narrative:
Concomitant product: prowler select plus microcatheter (606s255x/17455354). (B)(6). The device was returned for analysis; however, the analysis has not yet been completed. This is 1 of 2 initial mdrs being submitted for this complaint, with associated reference numbers of 3008264254-2017-00097 and 1226348-2017-00078. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during the coil embolization, the enterprise stent (enc453712/ 10576299) could not be advanced via the prowler select plus microcatheter (606s255x/ 17455354). They withdrew the stent with the microcatheter and used new products to complete the procedure. A continuous flush had been maintained through the microcatheter and the devices did not appear damaged. There was nothing noted to be obstructing the microcatheter. There was no report of patient injury.

Manufacturer narrative:
As reported by a healthcare professional, during the coil embolization, the enterprise stent (enc453712/ 10576299) could not be advanced via the prowler select plus microcatheter (606s255x/ 17455354). They withdrew the stent with the microcatheter and used new products to complete the procedure. A continuous flush had been maintained through the microcatheter and the devices did not appear damaged. There was nothing noted to be obstructing the microcatheter. There was no report of patient injury. A non-sterile enterprise device was received stuck inside of the prowler select plus 150/5cm. For the enterprise device, the introducer tube was not received for evaluation, while the prowler microcatheter was found compressed at 1, 5, 23 and 56cm from the distal end. The functional test could not be performed due to the compressed sections found on the microcatheter and since the introducer tube of the enterprise device was not returned for evaluation. The delivery wire was removed from the proximal end of the microcatheter and the stent come out without damage. The microcatheter and the enterprise stent were inspected under microscope; the microcatheter was found compressed while no damages were noted on the stent. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10576299. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the manufacturing documentation associated with this lot 17455354 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The enterprise being impeded in the microcatheter was confirmed since the enterprise device was found inside of the prowler microcatheter. The event appears to have been due to the compressed sections noted on the microcatheter. The compressed sections noted on the microcatheter were apparently caused by applying excessive force on it, but it could not be conclusively determined. The stent did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Procedural factors and handling process may contribute to the failure as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is 1 of 2 initial mdrs being submitted for this complaint, with associated reference numbers of 3008264254-2017-00097 and 1226348-2017-00078.